Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was wound dehiscence at the implantable cardioverter defibrillator (ICD) site. The device and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.